Event description:
During a lap hysterectomy procedure, could not maintain pnemo. No patient consequence.

Manufacturer narrative:
Torn outer gasket. Missing piece. Evaluation: the analysis results found that the sleeve was returned with a piece of the outer gasket torn off and missing. As per product IFU "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets, which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal."